Event description:
It was reported by the customer to health canada that "patient developed a catastrophic wear of the trunnion of the femoral implant which led to a fracture. Patient underwent a left hip revision arthroplasty."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.